Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the analysis results found that the device was returned. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent was the surgeon injured by the shard penetration? If yes, what was done to treat the injury? Was medical or surgical intervention required? Was there any special diagnostic test performed? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation?

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and topical skin adhesive was used. During use, when the surgeon squeezed it something possibly broken off inside the pen is coming out and is sharp. The product was removed and the procedure was completed with a like device with no patient consequences. Additional information has been requested.